Event description:
It was reported that a patient experienced peritonitis before the start of peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for an unrelated indication prior to being diagnosed with peritonitis. During hospitalization, a pd catheter was inserted and peritoneal dialysis solution was used for irrigation. One day after catheterization, pd irrigation was discontinued. It was not reported if the patient started pd therapy. The cause of the peritonitis was unknown. The patient was treated with vancomycin intravenously (1000 milligrams, once every three days, for 10 days) for the event. The patient was discharged seven days after the diagnosis and had recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.